Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of drawer 4.1 and 4.2 not on bus was confirmed during fse testing and further validated during the inspection process conducted in dchu. According to the work order (wo) (B)(4), the bd fse noted that the initial inspection of station auxiliary drawers 4.1 and 4.2 failed and showed as not detected on bus. Fse replaced the pyxibus module control board. An external inspection was carried out in the laboratory according to the established procedure. During inspection, it was confirmed fluid ingress in the pmc hh. Laboratory testing was not required since the fluid ingress was observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was generated by fluid ingress in the pmc hh which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 4.1 and 4.2 not detected on bus. As per part investigation, it was determined that there was fluid ingress in the pmc hh. There were no delay, no adverse events or injuries reported based on this event.